Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Additionally, the IFU states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Use in the tricuspid valve did not likely contribute to the reported events. The reported difficulty removing the device from the chordae appears to be related to patient morphology/pathology. The reported tissue damage appears to be a result of procedural conditions due to the clip entanglement with the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that the clip was difficult to remove and tissue damage occurred. It was reported that on (B)(6) 2017, the patient underwent a procedure to treat grade 4 mixed with functional predominant tricuspid regurgitation (tr) with the mitraclip devices. There was a pre-existing prolapse in the septal leaflet, as well as restricted septal leaflet and enlarged right atrium. The jet was present in all three leaflets, and mainly affected the central part of the valve with a large central malcoaptation. During the procedure, two clips were implanted at the septal-anterior leaflet. The first clip was implanted close to the septal-anterior commissure and the second was implanted close to the first, but more distal. A slight tr reduction was noted. A third clip was advanced; however, it became entangled in the chordae. The clip was able to be removed following troubleshooting maneuvers; however, it was noted that the pre-existing septal leaflet prolapse increased and the tr jet was more eccentric. The clip was not implanted and the final tr grade was 3-4. No additional information was provided.